Event description:
It was reported that the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 37 and 48 hours. Upon removal of the pod, the cannula was found to be bent. To treat the issue, a new pod was applied, and blood glucose levels normalized within 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia.